Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted pump. The indication for use was intractable spasticity and multiple sclerosis. It was reported the patient's pump alarm went off last night and they had not brought the patient in yet to interrogate the logs. The caller was thinking the pump must be alarming due to eri. It was reviewed that based off the pump implant date, it makes sense if it were eri alarm occurring. The patient was scheduled for pump replacement in november. The hcp was going to bring the patient back tomorrow to check the alarm and silence the alarm. There were no symptoms reported. Additional information received from a healthcare provider reported the cause of the alarm was eri. The patient's pump was replaced and the issue resolved. The patient's weight was unknown.